Event description:
On 28 june around 2:00 am, a nurse noticed an alarm sound at the hospital and approached an instrument, but the instrument stopped already, he tried to power on, but it did not operate. At 2:20am it was informed from the hospital that the instrument operated when they changed a plug place of ac outlet. When the trouble happened an alarm rang. No patient harm.